Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge. Complainant indicated that the clinician changed the electrode pads to no avail. Complainant indicated that the clinician then obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The associated electrode pads were returned and evaluated. Visual evaluation of the returned electrodes found a small amount of hair/debris which may have contributed to the customer's report. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. The clinical data was not available for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.